Event description:
The customer called and reported the insulin pump display went blank and she could not get it to come back up, despite trying six separate batteries. The customer was on a back-up plan since the issue began to occur. The customer stated on (B)(6) at night, her blood glucose was over 600 mg/dl. At the time of this report, customer's blood glucose was 274 mg/dl. Troubleshooting was performed for the blank display. There was no relevant damage or corrosion to the insulin pump. Customer stated she had cleaned the inside of the battery cap with alcohol and the pump would come back on briefly. It was advised that the customer should only use a dry cotton swab and to avoid all moisture within the device. Customer did not have new batteries with which to test the insulin pump. It was advised that the customer would be sent a replacement battery cap and that she would need to call back, if the cap did not resolve the blank display issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.